Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was not working and water had also penetrated into the insulin pump. Customer tried changing the battery and restarting the insulin pump but display did not return after insulin pump restart. No harm requiring medical intervention was reported. Insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer alleged the pump having blank display and moisture damage. Device received with a blank display. During visual inspection and found heavy moisture damage on the electronics, battery tube, battery connector, vibrator, motor, 40 pin flexible printed circuit/lcd. Perform brush cleaning with the isopropyl alcohol the electronic assembly. Installed electronics in test case, internal battery, and motor. Powered the insulin pump on using the battery simulator and the unit still blank display noted. Unable to perform the self-test, sleep current measurement, active current measurement, and displacement test due to blank display. Device had scratched case. Device p-cap or test reservoir locks in place properly and no anomaly noted. In conclusion, unit blank display due to heavy moisture damage electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.